Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported on social media "are you getting you eye pressures checked regularly? Do you know what is was pre cataract surgery? Glaucoma is a natural progression after cataract surgery. Mine got up to 49 before I lost vision in my right eye. I have had many surgeries to treat it. Optic nerve damage is forever." Further information cannot be obtained.